Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tube') and pelvic abscess ('pelvic abscess') in a 42-year-old female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic abscess, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, intermenstrual bleeding, pelvic abscess, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Pathology test - on (B)(6) 2015: proliferative phase endometrium, benign endometrial polyp, intramural leiomyoma¿s (up to 1,4 cm). Adenomyosis, unremarkable fallopian tubes and uterine serosa no malignancy identified. Ultrasound scan vagina - in (B)(6) 2011: first test confirmed essure was in place. The second test I was told the essure coil had migrated. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Lot number, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tube') and pelvic abscess ('pelvic abscess') in a 42-year-old female patient who had essure (batch no. 789029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic abscess, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, intermenstrual bleeding, pelvic abscess, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided.. Pathology test - on (B)(6) 2015: proliferative phase endometrium, benign endometrial polyp, intramural leiomyoma¿s (up to 1,4 cm). Adenomyosis, unremarkable fallopian tubes and uterine serosa no malignancy identified. Ultrasound scan vagina - in (B)(6) 2011: first test confirmed essure was in place. The second test I was told the essure coil had migrated. Lot number: 789029 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tube') and pelvic abscess ('pelvic abscess') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic abscess, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic abscess, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided. Pathology test - on (B)(6) 2015: proliferative phase endometrium, benign endometrial polyp, intramural leiomyoma¿s (up to 1,4 cm). Adenomyosis, unremarkable fallopian tubes and uterine serosa no malignancy identified. Ultrasound scan vagina - in (B)(6) 2011: first test confirmed essure was in place. The second test I was told the essure coil had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received: new event were added: abscess and cluster ID were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), fallopian tube perforation ('perforation: fallopian tube') and pelvic abscess ('pelvic abscess') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic abscess, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic abscess, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided.. Pathology test - on (B)(6) 2015: proliferative phase endometrium, benign endometrial polyp, intramural leiomyoma¿s (up to 1,4 cm). Adenomyosis, unremarkable fallopian tubes and uterine serosa no malignancy identified. Ultrasound scan vagina - in (B)(6) 2011: first test confirmed essure was in place. The second test I was told the essure coil had migrated. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and patient demographics, laboratory data were added. On (B)(6) 2015, she explanted essure. Injury event was replaced with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation: uterus. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tube') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus since 2008. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage and pelvic adhesions outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic adhesions, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) - result not provided.. Pathology test - on (B)(6) 2015: proliferative phase endometrium, benign endometrial polyp, intramural leiomyoma¿s (up to 1,4 cm). Adenomyosis, unremarkable fallopian tubes and uterine serosa no malignancy identified. Ultrasound scan vagina - in (B)(6) 2011: first test confirmed essure was in place. The second test I was told the essure coil had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: fu 3 and 4 processed together. Social media received: new events were added: perforation: fallopian tube, abnormal bleeding (vaginal), pelvic adhesions. Event onset date, event outcome, lab data were added. Reporter information were updated. On 3-feb-2020: fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.